Event description:
It was reported this was the sixth and final coil. The coil was positioned inside the aneurysm close to the neck with no issues. Deployment initiated and completed. The coil hypotube was being slowly removed to ensure appropriate detachment but coil was still attached to the hypotube. The physician attempted to push the coil back into the aneurysm but the forces moved the microcatheter away from the aneurysm sac and into the internal carotid artery (ica). The coil immediately detached from the hypotube while still inside the microcatheter. The physician tried to reposition the microcatheter inside the aneurysm but it was not possible and the tail of the coil protruded into the parent vessel. The physician attempted to retrieve the coil with an alligator snare without success. The physician then delivered a stent along the communicating and ophthalmic ica keep the coil opposed to the vessel wall.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis as it was implanted. From the information provided there is no indication the device was used against instructions for use. Based on the investigation and the information provided, the most probable root cause is operational context. Device remains implanted.